Event description:
It was reported that the pt had a problem with her neurostimulator. The pt suffered a loss of therapeutic effect following a fall. About a month and a half later, the pt underwent a lead revision due to a lead "not working". Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.